Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got started with insulin pump and had to change it out about 8 times because it either stopped delivering insulin or never really gave her insulin. Blood glucose value was up to 600 mg/dl at the time of the incident. Troubleshooting was performed and the device will be replaced. Nothing will be returned.